Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600 mg/dl. The customer was treated with the insulin pump and manual injections. Troubleshooting was performed. The time, date, programming, and settings were correct. Reviewed the alarm history and found no delivery, low reservoir, and low battery alarms. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer to change the entire infusion/reservoir and found that the cannula was bent. Reminded the customer to change the infusion set every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.